Event description:
It was reported that the customer was unable to turn the pump on. Customer's blood glucose (BG) level due to the issue was 530 mg/dL. Customer addressed BG with a correction injection. During troubleshooting with Tandem Technical Support (TTS) it was discovered that the customer had accidentally placed the pump into storage mode instead of turning the pump on by pressing on the wake button inappropriately. TTS assisted the customer with turning the pump back on and resuming insulin therapy successfully.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.